Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was observed for the patient. X-rays were also provided with the report. Ap-lateral chest and neck x-rays were reviewed. Per the images provided, the lead was visualized and appears to be behind the generator; however, the lead appears to be twisted immediately after the connector pin. This twisting of the lead appears to be indicative of twiddler¿s syndrome (i.e., manipulation of the lead). Based on the x-rays received, the cause of the high impedance is likely due to the lead twists/discontinuities observed. Any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No known surgical intervention has occurred to date. No relevant information has been received to date.

Event description:
Product analysis (pa) was approved for the lead. The lead was explanted and returned due to a reported high impedance. The event of a fracture of lead(s) was confirmed by the pa lab. Two portions of the lead assembly were returned. Tie downs were not returned. One set of set setscrew marks were observed on the connector pin, thereby ensuring a good electrical connection to the lead at one point in time. Abrasions were observed in various areas, likely due to wear. On one portion of the lead, the outer tubing is twisted and compressed in most areas. The coils are also wavy, and stretched in some areas, which likely occurred due to twisting of lead via patient manipulation/rotation of the device while it was implanted (i.e. Twiddler¿s syndrome). The coil end appeared dark, and pitted, and had a flat area. Due to the condition of the coil end, the fracture mechanism could not be ascertained. Continuity checks were performed on the returned portions and no open circuit conditions were identified. Other than the observed broken ring coil, the abraded openings, and the twisted lead body, the condition of the lead is consistent with conditions that typically exist a post explant procedure. No discontinuities were identified on the returned lead portions during the continuity check. Note that because a portion of the lead, including a section of the electrode array was not returned, an evaluation and commentary cannot be made on those portions of the lead.

Event description:
It was reported that the patient underwent a full revision. The explanted products were returned and received for analysis. No other relevant information has been received to date.